Manufacturer narrative:
Insulin pump passed prime, displacement and basic occlusion tests. Insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Insulin pump received with scratches on lcd window, cracked case near lcd window corner, cracked reservoir tube lip and scratched reservoir tube window. Insulin pump was monitored and all operating currents tested within specification range.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 142 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.